Event description:
It was reported the patient fell and ¿hit¿ the implantable neurostimulator (ins) against a counter and that it had been dead since. The ins was removed because it was ¿dead and unable to communicate.¿ the device was used in the patient for treatment. The patient was not in a clinical study. The date of implant was reportedly (B)(6) 2013 and the date of explant was (B)(6) 2014. No symptoms were reported. There was no patient death or injury reported. The patient recovered without sequela.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID 977a275, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 977a275, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4). Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial no. (B)(4)) found no significant anomaly. The battery was found to have reduced capacity due to overdischarge.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.